Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited high out of range shock impedance measurements. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). No additional testing was performed in clinic. The system will continue to be monitored via remote monitoring. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.